Event description:
The manufacturer received information alleging a patient with a ds2adv auto CPAP has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The dreamstation 2 was returned to the third-party service center for evaluation. No errors were found; therefore, no components were replaced to correct a malfunction. The device was scrapped.